Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the transmitter and two infusion sets. Customer's blood glucose level was 500 mg/dl and then dropped to 300 mg/dl. The customer declined troubleshooting. The device was not returned.